Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported the v60 device stopped operating and the screen turned to pitch dark when it went over 1cm high step while carrying the unit in the hospital. Unit was powered on again and it was continued to be used on a patient. The device was being used on a patient at the time the issue occurred. However, there was no adverse patient effect.

Manufacturer narrative:
The v60 unit was received at the international service center for evaluation the technician confirmed the reported issue and occurrence of vent inop error code 100a (da pcba adc reference failed) was identified in the diagnostic log. The data acquisition to motor controller cable was replaced to correct the problem. The device successfully passed performance verification testing.